Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens due to excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate visit, the lens was explanted and on the same day, different surgery a replacement lens of shorter length was implanted and the problem was resolved. Cause of the event was reported as unknown. This is 1of 2 reports.